Event description:
On (B)(6) 2012, customer reported that the dxc 600i instrument generated false high sodium (na), and chloride results on 1 patient sample. The results were not reported out of the lab. When the issue was noticed, the samples were repeated on the cx9 instrument in the lab and those results were reported. Quality control (qc) run prior to the event at 15:00 on (B)(6) 2012, was within lab-established ranges. Qc run at 08:30 on (B)(6) 2012, was out of range. Customer stated that the erroneous results seemed to occur on the 1st sample run after the instrument had been in standby. Subsequent samples gave results that were believed to be correct. Field service engineer (fse) inspected the instrument and observed bubbles in the ratio pump. Fse replaced the ratio pump. After the repair was performed fse noted that the co2 gave suppressed results. Fse observed that the alkaline buffer peristaltic pump was not turning. Fse replaced the peristaltic pump. These repairs resolved the issue and no further problems were reported. Mdrs associated with this event: 2050012-2012-01305.